Manufacturer narrative:
A visual examination of the returned device found that both pull-wires were broken at the z-bend. The fractured part was sent for material analysis which determined that the component did not present any material anomalies. Furthermore it was found that the fracture occurred due to fatigue from a cyclic bending motion that resulted to the cross-sectional reduction in the wire outside diameter. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was not consistent with the complaint that the clevis separated. Device evaluation found that both pull-wires were broken at the z-bend. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Event description:
It was initially reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the forceps were inserted in the colonoscope and positioned within the colon to obtain a biopsy. The operator opened the jaws of the forceps at the biopsy site, however, when the jaws were closed on the tissue, the clevis of the forceps separated from the catheter. The clevis remained attached to the device by the inner pull wires. The forceps was removed from colonoscope as a unit, however, during extraction the biopsy specimen dislodged from the jaws. The procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; pull-wire broken.